Manufacturer narrative:
The hill-rom tech found the side communication board pins were bent. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarms does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2009 to 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side communication board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would not send a call to the nurses' station. The bed was located in room 201 at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).